Manufacturer narrative:
Evaluation summary: the production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. The company service representative evaluation the pump and turned on the condensate dryer. It was tested and met the factory specifications. The pump was run for 120 min without any issue. The pump was released to the customer. (B)(4).

Event description:
The customer reported that the device alarmed with an autofill failure as the unit was being set up and before being connected to a pt. The unit was replaced with another iabp. No patient injury was reported.